Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ abdominal") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic/abdominal, gen. Abnorm. Bleed and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: result: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received:new events abdominal pain, gen. Abnorm. Bleed and psych injury added. Outcome for the events pain: pelvic / abdominal and gen. Abnorm. Bleed updated to recovered / resolved. Patient dob added. Reporter information, product indication and insertion date and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic') in an adult female patient who had essure (batch no. 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("pain ¿ abdominal"), depression ("psych injury / psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic/abdominal, gen. Abnorm. Bleed and not for psych injury. Insertion details, specify- the device was deployed and two coils were noted outside the tubal ostia. Two coils visualized on the left with three coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Bilateral occlusion.. Lot number: 975396, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received : no new information added. Only imrdf/FDA codes changes done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic') in an adult female patient who had essure (batch no. 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("pain ¿ abdominal"), depression ("psych injury / psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic/abdominal, gen. Abnorm. Bleed and not for psych injury. Insertion details, specify- the device was deployed and two coils were noted outside the tubal ostia. Two coils visualized on the left with three coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Bilateral occlusion.. Lot number: 975396 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ abdominal"), depression ("psych injury / psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic/abdominal, gen. Abnorm. Bleed and not for psych injury. Insertion details, specify- the device was deployed and two coils were noted outside the tubal ostia. Two coils visualized on the left with three coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Bilateral occlusion.. Lot number: 975396 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain ¿ pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular and hypothyroidism. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ abdominal"), depression ("psych injury / psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain ¿ pelvic/abdominal, gen. Abnorm. Bleed and not for psych injury. Insertion details, specify- the device was deployed and two coils were noted outside the tubal ostia. Two coils visualized on the left with three coils visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, fatigue. Reporters information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.